Manufacturer narrative:
The device was received in the not deployed position. The download data indicates that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying and with an 0x41 alarm (rotational sensor maximum summed error table). Inspection of the device found the commutator cap to be contaminated. As there is no rerun data, it cannot be conclusively be determined that the contaminated commutator cap caused the rotational sensor error. The batteries were found depleted, while the smc was within specification.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was worn on the abdomen for less than an hour. No adverse patient impact was reported.